Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a failure was confirmed and reproduced during product evaluation. The cause of the reported condition was determined to be a defective pump head module (phm). The phm was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "pump failure;" this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.